Manufacturer narrative:
Patient weight was not provided for reporting. . Date of event is unknown. This report is for one (1) unknown tfna nail. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 patient underwent revision surgery due to the patient presenting with pain and x-rays revealing a broken tfna nail. Date of initial implant procedure is unknown. The tfna nail was broken above where the lag screw goes into the helical blade. The revision surgery was completed successfully with no harm to the patient. Patient outcome was reported as good. Concomitant devices reported: locking screw (part# unknown, lot# unknown, quantity 1); helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).